Manufacturer narrative:
The field service engineer decontaminated the system. Performance testing was run. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys ft3 iii on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The samples were initially tested on (B)(6) 2020, and repeated on (B)(6) 2020. The first sample initially resulted with a ft3 value of 15.9 pg/ml, which repeated as 3.73 pg/ml. The second sample initially resulted with a ft3 value of 6.55 pg/ml, which repeated as 2.81 pg/ml. The third sample initially resulted with a ft3 value of 7.82 pg/ml. The sample was repeated twice, resulting with values of 5.70 pg/ml and 5.54 pg/ml. The fourth sample initially resulted with a ft3 value of 5.38 pg/ml, which repeated as 2.86 pg/ml. The fifth sample initially resulted with a ft3 value of 5.3 pg/ml, which repeated as 3.00 pg/ml. The sixth sample initially resulted with a ft3 value of 3.08 pg/ml, which repeated as 2.48 pg/ml. The ft3 reagent lot number was 47605901, with an expiration date of 31-aug-2021.

Manufacturer narrative:
Upon review of calibration data, calibration signals were ok. Controls were within specifications. Based on the calibration and control data, a general reagent issue can be excluded. After the decontamination was performed, no further issues occurred. The investigation could not identify a product problem. The cause of the event could not be determined.